Manufacturer narrative:
We checked the returned unit and confirmed the ccd module was defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the lg cable coating was damaged, the lcb distal cover glass was broken, the electrical connector was corroded, the bending rubber was leaky, the remote button was cut, the distal body was worn out and the segment steel braid was ruptured; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.